Event description:
It was reported that the patient received inappropriate therapy. No true arrhythmia was found. However, the patient went into an arrhythmic storm, and the physician used external defib to stop the arrhythmia. The physician believed the storm was caused by the inappropriate therapies. The patient was hospitalized and intubated. The lead was capped and replaced. There were no complications during the replacement procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.